Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that after implant, the patient was keeping a log and noticed as the days were going on, he was going more frequently to the bathroom, but not totally emptying the bladder because he would have to go again in 20 minutes. The patient stated that he sometimes holds his urine in, like yesterday, it was like 6-7 hours during the afternoon that he did not go to the bathroom which he doesn't mind. The patient stated that at night, he must wear the pull up underwear and was going more than he did than when he started. The patient reported that the bladder was giving a lot of pressure but not emptying completely. The patient stated that he was not getting 50% or better reduction of symptoms, he's not able to control it and has leakage before he can make it to the toilet. The patient stated that before he started the interstim, he was going more frequently during the day time but at night time he was sometimes having accidents. The patient indicated that his symptoms have gotten worse both during the day and night time. The patient noted that stim was on. The patient inquired about changing programs, patient services recommended the patient not change programs unless instructed to do so by their healthcare provider (hcp). The patient had not notified his managing physician at the time of the call. No further complications were anticipated/reported.